Event description:
It was reported that metal shavings from the device thread were left in the patient during surgery.

Manufacturer narrative:
The associated complaint devices were returned and evaluated. Please see attached file for our results of investigation. (B)(4).